Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with right ventricular lead fracture. A lead revision was performed. The patient was stable.

Event description:
New information revealed that the lead exhibited high voltage impedance and noise, which led to the patient receiving inappropriate high voltage therapy. The lead was explanted.

Manufacturer narrative:
Additional information: a partial lead was returned in two pieces. The damage found was sustained during the explant procedure. The lead was otherwise normal.